Manufacturer narrative:
Additional information was received on 30oct2017 with the following information: a (B)(6) female was to undergo a posterior cervical fusion procedure. The patient was positioned prone on gel rolls with head in the mayfield adult disposable skull pins (a1072). No stereotaxy was used. The patient was not repositioned during the case. At the end of the case, after the drapes were removed, the patient¿s head slipped out of the pins causing a laceration to scalp. The length of time the product was in use before the event occurred was about 2 hours, the patient had an approximately 2-inch laceration on the right side of the scalp that was closed with staples. The action that was taken after the product problem occurred was that the device was taken out of use and the representative was notified of the occurrence. Patient outcome was unknown. Lot number of the skull pins were unknown. The skull pins are not available to be returned for evaluation. Integra has completed their internal investigation on november 07, 2017. Device history record: the device in question was not released for review or was the lot number provided. A DHR review will be performed when either has been submitted. Trend analysis:. A two year look back in complaint system from 10/24/2015 to 10/24/2017 for this reported failure and or related to "slip" or "slippage" for this product family (a3059) shows that seven additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Root cause analysis:. The device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, and if used per the IFU, would not have caused a slippage; when unit is properly positioned and put under pressure, unit would not have slipped. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 5/05/2015 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaint not confirmed since no issues were observed.

Event description:
It was reported that on (B)(6) 2017, the mayfield 2 skull clamp slipped and caused lacerations to the patient. An unspecified revision/medical intervention was required. It is unknown if there was a delay in surgery. Request for additional information has been sent.